Manufacturer narrative:
The pump remains implanted and therefore is not available for analysis. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the reported information, it appears that patient and clinical factors related to anticoagulation therapy contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information in a previous MDR report. (B)(4).

Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device retained by patient.

Event description:
It was reported that the by a perfusionist that the patient was at normal station for a colonoscopy. The medical doctor from the hospital switched warfarin to heparin. They didn't checked the patient's prothrombin time enough. Subsequently the patient's controller showed for highwatts after a few days. The doctor gave the patient 2 x 20 actilyse and repeated actilyse in few days. The pump curves showed borderline and after the discussion with the surgeon, it was decided to give no further actilyse. The patient is currently stable post event described as in "good condition".